Event description:
The lay user/patient contacted lifescan alleging the meter has a line through the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement meter was sent to the patient.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
During service by baxter, a technician discovered the colleague infusion pump was found to contain a stop key on the phm (pumphead module) that did not function. There is no adverse event, patient injury or medical intervention associated with this report. This event occurred during product evaluation. The user interface module master software version for this device is (B)(4), categorized as remediated. No additional information was available.

Manufacturer narrative:
(B)(4).